Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have excessive air bubbles in reservoir at o-ring. Customer reported that air bubble ranged from small to large ones. Customer's blood glucose was 300 mg/dl. Customer declined troubleshooting. Reservoir would be replaced.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.